Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap nissen. According to the reporter: the instrument did not retain the re-charge. Three different refills were placed in it and fell. The procedure was finished with another instrument.